Event description:
Procedure: cholecystectomy. According to the reporter: the ring that the bag is attached to broke after the specimen was placed into it. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. Patient status: fine.

Manufacturer narrative:
(B)(4).